Event description:
The part that cracked is a hard plastic piece that attaches the inspiratory limb of the ventilator circuit to the heat chamber. There is a protruding cylinder that the temperature probe fits into. This cylinder completely broke off and the hard plastic around it cracked. The circuit was being changed due to a crack in the hard plastic at the "y" of the circuit. There have been additional circuits with noted cracks that have not totally broken like this one.